Manufacturer narrative:
This is our initial and final report on this incident.

Event description:
The customer reported a false positive reaction during patient antibody screening when a sample was tested in the same batch as another sample from a patient receiving anti-cd38 therapy. - additional information: the customer confirmed that sample (B)(6) belongs to the patient with anti-cd38. - daily journal review: the sample showed in antibody screening test strong reactions interpreted 1+. The other sample (B)(6) showed in antibody screening test weaker reactions interpreted 1+ as well. - traces files analysis: review of the complete workflow shows that the pipetting needle sequentially accessed tubes (B)(6), then again (B)(6), followed by (B)(6). Given this sequence, there is a credible risk of carry-] over. Specifically, sample (B)(6) may have been contaminated during the antibody screening process after the needle previously aspirated material from sample (B)(6) during the forward grouping test. This sequence constitutes a plausible technical explanation for the observed findings and should be considered a likely contributing factor in the investigation. Resolution: there is the "faq anti-cd38 samples testing on instruments" document available in the ih-area. It provides explanation and advice regarding the handling of samples from patients having anti-cd38 treatment.